Event description:
The customer reported that during confirmation of positive access pressure, the screen became unresponsive. It was not possible to continue. The treatment was stopped. There was no blood loss or any other clinical consequences to the patient reported as a consequence of the reported event.

Manufacturer narrative:
The treatment data files related to the reported event have been requested, but not received by the MFR. Corrective action has been identified by the manufacturer to eliminate known causes of frozen screen. The corrective action will be implemented in a future software version.